Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump would bolus at 40 mg/dl and insulin pump was alarming frequently. Helpline assistance was declined. No further details are provided. The insulin pump will not be returned for analysis.